Event description:
On (B)(6) 2025, leica biosystems received the following information: ¿leaking formalin users affected having aborted runs and confirming the bottles had been filled to max that same day, we pulled the tray out from underneath the machine and low and behold there was a tray filled with formalin. There is still a leak in here, I believe it is specific to one bottle but I am truly not sure¿we¿ve had complaints of more runny noses and tearing up eyes lately and now I suspect this could be why¿no technicians requiring any medical assistance only minor annoyance¿. The local leica lead technical project specialist documented the following additional information: ¿customer reported leaked formalin in tray under the processor. Issue likely started about two weeks ago noting processing failed due to insufficient reagent in formalin bottles, user topped off and able to complete programs, more frequent topping off of formalin in last two weeks. At same time users in the lab commenting about runny noses and itching eyes. Users thought possibly from cold dry temperatures outside. Realized symptoms may be from leaked formalin in tray under processor once discovered. No technicians reporting needing medical attention, only comments about environment.¿ on (B)(6) 2025, the assigned local leica lead technical project specialist advised leica biosystems melbourne that ¿no technicians reporting needing medical attention¿¿ and there was no lost time at work i.e. Sick leave due to the exposure to formalin fumes reported. No adverse consequence(s) to a staff member(s) or patient(s) has been reported to the manufacturer. On (B)(6) 2025, the assigned leica field service engineer ii (fse) visited the customer. The fse inspected the instrument and completed pressure control testing on both retorts which generated errors. The fse also filled both retorts with reagent and observed leaking from the reagent lines underneath the rv fill/drain, the burkert valve connector broken and requiring replacement and damaged fluid stem o-rings requiring replacement. On (B)(6) 2025, the fse returned to the customer site and installed a new rv assay, tubing and air valve. The fse re-inspected the instrument and found there was no more leaking from the reagent lines.

Manufacturer narrative:
The information available does not identify the specific tissue processing run(s) which resulted in ¿leaking formalin users affected having aborted runs¿¿ reported by the customer. Further details on the specific tissue processing run(s) from which the customer reported "...aborted runs¿" were not provided to the manufacturer. Information available indicates ¿¿they are having issues with leaking formalin onto the drip tray and having to top off daily.¿ from the information available, the root cause of the customer ¿¿having to top off daily¿¿ was due to bottle 2 (formalin) leaking. The fse documented ¿burkert valve connector broken, valve needs replacement.¿ from the information available, the root cause of bottle 2 (formalin) leaking was due to a damaged burkert valve connector. Although the information available indicates that no patient cases were affected and no technician required medical attention or experienced lost time at work due to the exposure to formalin, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on either the quality of processing of patient tissue samples, to any patient(s) or to any staff members has been reported to the manufacturer in association with the circumstances involved in this complaint. Review of the service history for the peloris ii automated tissue processor serial number (B)(6) showed that leica biosystems has not received any previous report(s) of a user injury sustained due to formalin exposure from this customer site. Review of the service history for the peloris ii automated tissue processor serial number (B)(6) also did not identify any previous issue(s) that would have either caused or contributed to the circumstances reported by the complainant.